Event description:
Report received that the "power cord is fired". No tracking info was provided; thereforfe, specific pt info, pump programming, or event details swere not available. There were no reports of any adverse pt events while the device was in clinical use.